Event description:
It was reported to philips that the device had a faulty processor pca. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was clarified that the processor pca had failed following a software upgrade. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. This failure mode and required repair were explained to the customer via fco86100206a and the processor pca was subsequently replaced. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a faulty processor pca. There was no patient involvement.

Event description:
It was reported to philips that the device had a faulty processor pca. There was no patient involvement.